Manufacturer narrative:
In the absence of any further clarification, moog will assume that the term "free flow" means the unrestricted flow of fluids through tubing. Moog's infusion pump systems include both a pump and a disposable administration set. The two components are co-dependent -- they cannot operate separately from each other. In this case, moog received the involved pump back for evaluation, but did not receive the involved administration set(s). The pump was evaluated and found to be working properly. Because, the involved administration set(s) was/were not returned together with the pump, we are unable to determine if the fault was with the set or was the result of use error.

Event description:
The initial reporter stated that a free flow event occurred during routing testing. Specifically: "the fluid drips from the tubing when hooked to either pump and the pumps were off. The symptoms were discovered while attempting the volume test. To be positive I changed sets twice..." (B)(4).